Manufacturer narrative:
Revision surgery was scheduled to take place on (B)(6) 2016. A supplemental report will be submitted.

Event description:
(B)(4). It has been reported that the patients mets distal femur implant has become infected and needs to be revised.

Manufacturer narrative:
An event regarding infection following radio therapy treatment involving a mets distal femur was reported. The revision procedure was reported to have been completed successfully with no reported complications. The event was not confirmed. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data - operator of device corrected from health professional to patient.

Event description:
It has been reported that the patients mets distal femur implant has become infected and needs to be revised. This is a supplemental report to 3004105610-2016-00080 ((B)(4)).